Manufacturer narrative:
(B)(4). Opening issues. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. It was fired and two unformed clips were fed. The unformed clip was determined to be caused by the failure of the anti-backup feature. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The next clip was conforming according to our manufacturing specifications and then, one jaw got broken. The remaining clips were ejected due to the condition of the broken jaw. In addition, the device locked out as intended but the orange indicator was not completely visible. The found antibackup failure, the broken jaw and the indicator failure are not related with the reported opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic partial nephrectomy procedure as soon as the surgeon attempted to fire the device the jaws would not open. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.